Event description:
Rptr states her lt breast implant was leaking and the rt breast implant had an intracapsular rupture. She states she has multiple unexplained physicial problems until realization when lab work done 4/95. Add'l implant date 9/11/85.